Event description:
A report was received that the patient was suspected of having an infection. The patient¿s symptoms included redness and soreness around the ipg and midline incision sites. The physician believed that the infection was not device or procedure related. Antibiotics were prescribed. The patient underwent a pocket revision wherein the pocket was irrigated and closed and no infection was viewed. The patient was doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.